Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 failing rate calibration during pm. Technical support- 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. Rate was only at 8g. Recommend to replace the mechanism assembly. Biomed will order assembly and repair unit. A review of the device history record showed the device had a manufacture date of 07/21/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the 8100 device failed rate calibration and will not self calibrate. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the 8100 device failed rate calibration and will not self calibrate. No additional information was provided. There was no patient involvement.